Event description:
Per the info provided to co by the physician's office, the device was removed as it was "not long enough and did not work". As reported to co, the entire device was removed and replaced with co's 3-piece inflatable penile prosthesis.